Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was told that the device was not working. A boston scientific technical services (ts) representative discussed that the patient should call the device following physician so an investigation can be done. Attempt to obtain additional pertinent information was unsuccessful. To date, this pacemaker still remains in service. No adverse patient effects were reported.